Event description:
During the procedure a forceps instrument with graspers was inserted into the uterus. The device was initially intact and was introduced without resistance or difficulty. When attempting to use the instrument it stopped working. Upon removal a small piece of metal presumed to be a screw was noticed floating in the solution that had been instilled into the uterus. Attempts were made to snare it until at one point the metal piece could no longer be seen in the uterus. The hysteroscopy was completed. Following the procedure a search was conducted for the screw but it could not be found. There were 2 other events recently reported of metal screws coming loose from forceps during hysteroscopies. In both cases the screws were retrieved and removed.